Manufacturer narrative:
Investigation: investigation summary: bd received samples and a video from the customer facility for investigation. The video was evaluated and the customer¿s indicated failure mode for foreign matter on the cannula with the incident lot was observed. Additionally, evaluation of the customer samples was performed and foreign matter was observed. The foreign matter was identified to be consistent with the properties of polystyrene material. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer video and samples, the customer¿s indicated failure mode for foreign matter with the incident lot was observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that white foreign matter was found on the bd vacutainer® flashback blood collection needle after removing IV shield. The following information was provided by the initial reporter, translated from chinese to english: "after remove the IV shield and before use, customer found there was white fm on the needle cannula."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that white foreign matter was found on the bd vacutainer® flashback blood collection needle after removing IV shield. The following information was provided by the initial reporter, translated from (B)(6) to english: "after remove the IV shield and before use, customer found there was white fm on the needle cannula."